Manufacturer narrative:
Polarx balloon catheter was evaluated by boston scientific. The complaint polarx device was assessed with an isaac pressure decay testing system to determine if any potential leak paths existed that may have contributed to the outer balloon pressure (obp) issue seen in the field and passed all testing. The device was then connected to the smartfreeze gold system in attempt to recreate the obp issue seen in the field and failed with an error of low balloon temperature. Due to the error found during console testing the vacuum line integrity was investigated to make sure the outer balloon vacuum line was functional. The handle was dissected to pressurize the outer balloon vacuum line. The outer balloon vacuum line was cut distal to the check valve. The balloon was able to be inflated and deflated without issue. The check valve was pressurized distal do the valve and we were not able to have air escape as intended. The proximal most check valve was found not to be functional. Some foreign material was identified on the valve and inside of the hole of the check valve. Laboratory analysis was able to confirm the reported clinical observations.

Event description:
Complaint reportable based on analysis completed on (B)(6) 2023 it was reported that a polarx balloon catheter was selected for use. An outer balloon pressure error has occurred and it has persisted despite reconnection and cable replacement. The procedure was completed successfully using another catheter. No patient complications occurred. Upon device analysis, foreign material was present inside of the check valve.